Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 22-sep-2016 and installed at the customers site on 27-dec-2016. Lumenis contacted its foreign distributor in order to collect more information regarding the reported event; some additional information was provided. The question, why the procedure was not completed under a case saver mode, remained unanswered. Case saver mode is a system state that enables the user to continue using the system safely; however, with reduced power capability. The user facility have been using a distributor's service for all services. A distributor's certified service engineer visited the site, after the reported event and examined the laser system. The engineer replaced brick 4 and tightened the screws of the shutter. A review of system risk files (1003623_g) revealed risk #2.3.2; insufficient energy failure which has the potential to lead to prolonged procedure or ineffective treatment which may require re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. In this case, the patient was awakened from anesthesia, the procedure was cancelled, although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this event. According to the gso expert, brick 4 mirror may cause the system to go into a case saver mode but will not prevent from completing the operation. Based on the age of the system, wear could have likely played a role in this failure. The shutter failure is a known issue . No need to return the shutter for further analysis. Unrelated to this event; as part of lumenis' commitment to continuous improvement, improved screws were released through eco (B)(4). Therefore, no additional corrective or preventive action is determined necessary. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
Lumenis was informed by a foreign distributor that a foreign user facility reported that during a procedure in which a lumenis pulse 100 was being utilized case saver mode error, appeared on the screen. Unable to complete the procedure a urinary catheter was inserted, the patient was awakened from general anesthesia and the case needed to be rescheduled. No report of patient complications, was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.